Manufacturer narrative:
The company representative examined the system, replaced the low pressure air source (lpas) module, and performed preventative maintenance. The system was then tested and met all product specifications. Root cause has not been determined. (B)(4).

Event description:
A customer reported a system message was displayed during a procedure. An external fluid/gas exchange was done in order to complete the surgery. There was no patient injury reported.